Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11corrected data: b5

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) units lead ECG signal was not displayed after the unit was turned on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units lead ECG signal was not displayed after the unit was turned on. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.